Manufacturer narrative:
(B)(4). Concomitant medical products- persona trabecular metal two-peg porous fixed bearing tibial component left size e catalog #: 42530007101 lot #: 62917421, persona ultracongruent fixed bearing articular surface left 10mm catalog #: 42512200510 lot #: 63923362. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Investigation incomplete.

Event description:
It is reported that immediately following a left knee manipulation, it was identified that the patient had experienced a periprosthetic fracture of the femur.

Manufacturer narrative:
The product was evaluated through manufacturing review and the reported event was confirmed through review of medical records. Radiographs were provided and reviewed by a health care professional. Review of the available records identified periprosthetic fracture. The device history records were reviewed and no discrepancies relevant to the reported event were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.